Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device underwent flow accuracy testing performed at 40ml/hour and 120ml/ hour for 60 minutes; the device was found in specification. The customer reported device infusing from the secondary bag before infusing from the primary bag, as well as an over infusion, were not reproduced. The reported condition was not verified. No component could be determined for causality of these events, and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programed for a primary infusion, however the device infused the medication from the secondary IV container first. This occurred during patient infusion in the intensive care unit. It was additionally reported the device over-infused. A dose of sodium phosphate was ordered for the patient to begin at 10. The dose was provided in a 250ml bag and had been filled to 297ml; the bag was hung at 10:04 and the pump was programed to run at the ordered rate. The device was intended to run for 6 hours; the pump read 2mmol/hour, which was in alignment with the 12mmol does intended to run for 6 hours. It was reported the secondary on the tubing was changed and reconnected to the existing primary bag prior to spiking for the infusion. The secondary bag was hung on the pole, the primary bag was suspended below the secondary bag on a "blue secondary hook". 2 hours into the infusion, it was observed the secondary bag was completely empty; the pump displayed 4:04 minutes of infusion time remained. There was no patient injury or medical intervention associated with this event. No additional information is available.